Event description:
It was reported that the bd micro-fine ultra¿ pen needle broke during use. The following information was provided by the initial reporter, translated from german to english: "needles bent or broken pe".

Manufacturer narrative:
H.6. Investigation: five open 32g x 4mm pen needle samples were returned from lot. No. 8205963, cat. No. 325103. Visual examination was carried out on the returned samples and it was observed that three samples were bent at the non patient end and two samples were broken at the non patient end of the cannula. No issues were observed with the patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned where open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle broke during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needles bent or broken pe".